Manufacturer narrative:
The device was returned for evaluation. Images, sizing sheet and pathology report were provided for clinical assessment by the manufacturer medical director. A sample evaluation identified that there are no structural defects with the device. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. The lot usage history shows that no other unit from this lot has been involved in any similar complaints at this time. Based on the review of the available information, the potential root cause for the reported type I endoleak, reportedly caused by distal movement of the suprarenal aortic extension, was determined to be due to insufficient device overlap in an angulated aorta. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Event description:
It was reported that approximately five days post-implant of two suprarenal aortic extensions, infrarenal aortic extension, and a bifurcated device, the physician decided to explant the devices due to distal movement of the suprarenal aortic extension, which caused a proximal type I endoleak intra-operatively. Reportedly, the patient was treated with a dacron graft. It was reported the patient tolerated the explant procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.